Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: the pump successfully performed a 10 unit audio and 10 unit normal bolus with both accurately recorded in the pump history. The issue of boluses not recording in the pump¿s history was unable to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump memory did not display the correct total daily dose values for boluses on certain dates. On (B)(6) 2013, the pump history revealed a total of 0 boluses, when the patient had programmed five boluses. There was no patient injury associated with this issue. As the pump issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.